Event description:
The customer reported that the console was not functional, rendering the system unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
The customer rebooted the system and regained system functionality. The customer then canceled the service call.